Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associate device displayed pacing impedances of greater than 2500 ohms and loss of capture. The system had triggered a lead safety switch. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects.